Event description:
The customer initially reported to olympus that the evis lusera colonovideoscope had a nozzle clog. The issue was found during a diagnostic procedure that took a while due to weak air flow, but was completed. There were no reports of patient harm. The device was returned for evaluation. During evaluation, the following reportable malfunction was identified: foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign objects found in the nozzle, the evaluation findings are as follows: due to damage on the "up/down" knob, water tightness was lost, due to wear of angle wire, bending angle in the "up" direction did not meet the standard value, due to wear of angle wire, play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a scratch, chip and white-clouded area, due to clogging of the nozzle, air supply volume did not meet standard value, due to clogging of the nozzle, water removal ability did not meet standard value, the scope connector was dirty due to water leakage, the electrical connector had corrosion due to water leakage, the adhesive around the objective lens was peeled, due to a cut on heat shrinking tube of the forceps elevator, expected insulation capacity could not be obtained, due to adhesive peeling around the objective lens, flare occurs, the connecting tube had a scratch, the plastic distal end cover had a dent, the adhesive around the light guide lens had a white-clouded area, the protector of the universal cord on the scope connector side had a scratch, switch (#3) had a scratch, the flexibility adjustment ring had a scratch, the image guide protector had a scratch, and due to clogging of the nozzle, water supply volume did not meet standard value. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with a clean lint-free cloth, brush or sponge. The customer flushed the air/water channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning: "9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.